Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer contacted the technical service engineer (tse) regarding the surgeon using the surgeon side console 1 (ssc1) and being unable to take control of the large clip applier instrument on the universal surgical manipulator 3 (usm3). The surgeon observed a system message to roll grip, but when doing so they were unable to gain control of the large clip applier. Prior to calling tse, the reported event all occurred with the monopolar curved scissor (mcs). At the time of the reported event there were two ssc connected. Tse reviewed the system logs and found no associated errors. Tse noted the instruments that were assigned to the ssc1. According to the customer, when ssc2 would take control of the instruments they all worked normally. The customer was guided to give control of the instruments to the ssc2 and then back to the ssc1. The reported complaint persisted even after a power cycle. Tse requested for the customer to swap the instruments between the usm3 and the usm4, and the reported event followed the large clip applier that was placed on the usm4. The fenestrated bipolar grasper that was placed on the usm3 was controlled normally. When the large clip applier was replaced the reported complaint remained on the usm3. Tse asked the customer if they can use the ssc2 to complete the surgical procedure and according to the customer they could. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed service to resolve the issue. The fse carried out calibration of master tool manipulator (mtm) r via dte. Retested system and could now take control of large clip applier with no issues. Tested whole system and everything functioned correctly. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.